Event description:
The complainant reported that the automated impella controller (aic) was dropped during transfer of the patient. There was no patient harm reported.

Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the damage has been completed. The impella automated controller was returned for investigation. The returned console visual inspection confirmed the damage. The blue pump receptacle was damaged because the console was dropped. The interior of the console was inspected for damage, and there was no damage found. The cause of the issue was use related. This report is being filed as part of a retrospective review of historical records.